Event description:
Customer reported at 6:50 pm, device = 453 mg/dl. Customer was nervous and drove to the hospital at 7:00 pm. Hospital device = < 200 mg/dl. Customer stated other tests were performed, however the kind of tests were not provided. No treatment was received. Customer stated blood glucose level decreased. Device was not coded correctly. No controls were used. A request was made for return product and replacement product was sent,